Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump developed a cracked display with a nonresponsive touchscreen, and a replacement pump was shipped with instructions provided for shutdown, data sync to the mobile app, startup of the replacement device, continued cgm use with dexcom g7, and return of the original unit. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included a review of the complaint details and collection of return logistics, with plans for evaluation upon receipt. Investigation of this device revealed a hardware screen failure rendering the user interface unresponsive, consistent with a damaged display assembly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the pump display and touchscreen.